Manufacturer narrative:
H10: manufacturing review: the lot number was not provided, therefore, the device history records could not be reviewed. Investigation summary: one wavelinq catheter system was received and a sample evaluation was performed. A porcine tissue cutting test was performed on carotid artery tissue. Tissue cut was successful and measured. The investigation is unconfirmed due to the results of functional testing. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an attempt to create the ulnar-ulnar arteriovenous fistula (avf), the venous catheter allegedly failed to cut the tissue. It was stated that two activation attempts were made but aborted the procedure as it was identified under fluoroscopy the fistula was not created. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during an attempt to create the ulnar-ulnar arteriovenous fistula (avf), the venous catheter allegedly failed to cut the tissue. It was stated that two activation attempts were made but aborted the procedure as it was identified under fluoroscopy the fistula was not created. There was no reported patient injury.